Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin and was under delivering insulin. The customer stated they transferred the same set and reservoir to their old pump and insulin was coming out. The pump was unable to rewind during a high pressure test. No harm requiring medical intervention was reported. Troubleshooting was not completed due to the rewind anomaly. The insulin pump will be and reservoir will not be returned for analysis.